Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed no performance issues, but the calculated longevity result of 86.6% of expected was less than the predicted value based on the available programmed parameters. Without the history of the programmed settings throughout the device's service life, there is no way to determine why device longevity did not match the predicted model.

Event description:
It was reported that the device exhibited premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.